Manufacturer narrative:
Initial report sent to FDA on 9/28/2007.

Event description:
Procedure: laparoscopic hepatectomy. According to the reporter: when the surgeon pressed the handle to fire the instrument, bleeding occurred along the staple line. The surgeon then converted the surgery to open applied suture to stop the bleeding. The pt required blood transfusion. Subsequently, the surgeon observed that the staples did not form "b" shape and remained "open" along the final staple line.